Event description:
The customer reported as follows: after taking images, fatal error "f020200001" occurred and the control pc hung up. Then it was recovered by restarting, but erased and did not save the images taken immediately prior to this. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation of the reported problem found that the root cause of the issue was related to a software issue. This problem caused by the timing at which the initialization process and captured image generation process have become mixed up at the program processing timing of this software and the processing speed based on the performance of control pc used, conditions prevailing in the operating environment and other factors. The problem has been corrected in a software upgrade which is an improved version of the program. The ne control software version 2.00.011 was not distributed in the united states. This reported event occurred outside the USA. The voluntary recall is being conducted in (B)(4).